Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 258, 220, 199, 204 and 221 mg/dl. The customer¿s expected am fasting blood glucose test result range is 125-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the dining area. The test strip lot manufacturer¿s expiration date is 12/20/2025 and open vial date is 1 week ago. The meter memory was reviewed for previous test result history (time/date not set; all are am results): result 1: 258 mg/dl date: 7/16 time: 11:52 am fasting result 2: 220 mg/dl date: 7/15 time: 11:22 am fasting result 3: 199 mg/dl date: 7/14 time: 12:33 pm fasting result 4: 204 mg/dl date: 7/12 time: 10:43 am fasting result 5: 221 mg/dl date: 7/11 time: 10:55 am fasting.

Manufacturer narrative:
Internal report reference number: (b(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.